Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/04/2015 with the following findings: the pump's black box history showed that multiple pump reboot events had occurred. The returned battery cap threads were observed to be damaged. The returned battery cap was not able to be secured to the pump, nor maintain an electrical connection. The returned battery cap contact measurements were found to be out of the required specifications. A test battery cap was secured to the pump and was able to maintain an electrical connection with the pump. The battery compartment was found to be cracked to the right of the bumper pad, extending from the threads to the case seal. No evidence of moisture was found in the battery compartment. The pump was exercised for 24 hours on a 1 u/hour basal rate with no power interruptions occurring. A leak test was performed and a leak was found at the crack in the battery compartment. The pump case was removed and no evidence of moisture or loose components was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.